Event description:
It was reported that leakage of saline was observed from the four-way stopcock. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, an intellagen tubing set was used. The device was connected to a saline bag and placed on the pump, and irrigation was initiated at a low flow rate while the catheter was not yet connected. After a few minutes, the catheter was being set-up; however, when the device was connected and flushed at a high flow rate, a leakage of saline was observed from the four-way stopcock. Another of the same device was used, and the procedure was successfully completed without patient complications. The device was missing at the facility and will not be returned for analysis.